Event description:
It was reported that the subject device had a distal tip that was covered in a sticky substance and the inside of the distal tip was slightly blocked. The issue was identified during therapeutic gastroscopy procedure while the patient was under sedation and the device was outside the patient. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was partially confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distal tip is covered in a sticky substance due to c-cover (plastic distal end cover/probe cover) has stain. "Inside of the distal tip is slightly blocked" was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.